Manufacturer narrative:
Investigation summary: received one used physical sample in original opened packaging from lot #9081847 and material #383512. No needle set assembly was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot. In addition six photos of the used sample were submitted by the customer: photo one: used device and packaging label. Photo two: straight luer adapter, tubing, and pinch clamp. Photo three: closer image of the pinch clamp and the body fluids around it. Photo four winged adapter with catheter. Photo five: extension tubing and its connection to the clear port of the winged adapter. Photo six: catheter tubing with body fluids present and partial winged adapter. An investigation of leakage in the extension tubing was confirmed through testing and evaluating the received sample. The investigation of the physical sample showed similar results to submitted photo. Visual microscopic evaluation: upon the visual microscopic evaluation, the extension tubing showed two potential signs of being compromised. Leak evaluation: the compressed air showed leakage in the extension tubing near the clamp location. No compressed air escaped anywhere else in the device. The cut/slit that was observed in the extension tubing is similar to damage seen during the manufacturing process when a pallet was damaged, and the tubing was pinched between the gripper fingers and the pallet. We have seen this kind of damage when there is a station crash. The crash damages the pallet which causes the pinch point. Conclusion(s): a damaged pallet was used during the manufacturing process.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system there was leakage from the tubing. The following information was provided by the initial reporter, translated from japanese to english: blood leakage was found on ex-tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system there was leakage from the tubing. The following information was provided by the initial reporter, translated from (B)(6) to english: blood leakage was found on ex-tube.